Event description:
Case description: investigational results: name: novopen® 4 batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigational results updated -manufacturer's comment updated. -narrative updated accordingly. Manufacturer comment: 13-jan-2020: neither the suspected novopen 4 or corresponding batch-number were returned to novo nordisk upon request and no information regarding the handling of the pen injector were provided in the case. In addition, no of information related to the temporal relationship between pen use and the occurrence of the event, medical history, life style changes e.g. Diet, physical activity or concomitant medication were reported. It is thus not possible to identify a pen related root-cause for the diabetic hyperglycaemic coma experienced by the patient. However, it was stated that the patient stopped her treatment with after her problems with the novopen 4 and did not want to use the treatment back-up. This could indicate that a general lack of knowledge in relation to treatment of diabetes could have contributed to the experienced adverse event. H3 continued: evaluation summary investigational results: novopen® 4 - batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemic coma [diabetic hyperglycaemic coma]. Problem in her novopen 4 (dose button was hardly pressed) [device malfunction]. Case description: study ID: 1777 outbound patient calls. Study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes. Patient height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemic coma(coma hyperglycemic)" with an unspecified onset date , "problem in her novopen 4 (dose button was hardly pressed)(device component malfunction)" with an unspecified onset date and concerned a female patient (age not reported) who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus" and insulin (unspecified) from unknown start date for "diabetes mellitus". Current condition: diabetes mellitus (type and duration not reported). On an unknown date, patient died with hyperglycemic coma due to problem in her novopen 4. It was reported that, when patient adjusted insulin dose and tried to press the dose button, it was hardly pressed. Patient stopped using it and did not use the syringe. Batch number has been requested. Action taken to novopen 4 was reported as product discontinued. Action taken to insulin was not reported. The outcome for the event "hyperglycemic coma(coma hyperglycemic)" was fatal. The outcome for the event "problem in her novopen 4 (dose button was hardly pressed)(device component malfunction)" was fatal. Reporter's causality (novopen 4) hyperglycemic coma(coma hyperglycemic) : unknown. "Problem in her novopen 4 (dose button was hardly pressed)(device component malfunction)": unknown. Company's causality (novopen 4) hyperglycemic coma(coma hyperglycemic): possible. "Problem in her novopen 4 (dose button was hardly pressed)(device component malfunction)": possible.